Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/10/2019. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a pediatric patient underwent an artificial heart transplant operation on (B)(6) 2019 and suture was used. During the procedure, the needle detached. The procedure successfully completed. There were no adverse patient consequences. No additional information was provided.